Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced ineffective therapy with the scs system. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.